Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown t3 modular stem. The unknown 36mm -5 head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with an infected tha. An osteonics t3 stem was removed along with a 36mm -5 head. The zimmer acetabular components were also removed. Zimmer components were implanted with antibiotic impregnated cement.